Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 150457 lot# 685010 oss finn mod prox fmrl rt 7cm; cat# 150361lot# 120380 oss cemented im stem 12mmx90mm; cat# 150466lot# 328190 oss 7cm diahpyseal segment; cat# 11-107126 lot# 653510r freedom all poly cup 58mm. Foreign: country: (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03256.

Event description:
It was reported the patient underwent a hip revision approximately 4 days post implantation due to dislocation and infection. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.